Manufacturer narrative:
This MDR has alredy been submitter to FDA by the us importer with report number 3014128390-2023-00001.

Event description:
The patient was revised due to an infection on (B)(6) 2022. The implantation date was on (B)(6) 2022. A double taper +0mm and an offset head 50x20 were explanted. A double taper +0mm and an offset head 50x20 were implanted.